Event description:
It was reported that a new depth gauge was received with the tip broken off. There was no adverse event to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The manufacturing evaluation showed the depth gauge is not in its original package. We are not able to determine when and where the damage happened. In conclusion this complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing evaluation revealed that the tip is broken off as complained.